Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent cystoscopy, b/l retrograde pyelogram and removal of foreign body on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011 for hematuria, dysuria, b/l flank pain and foreign body in the bladder. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pop. It was reported that following insertion the patient experienced urinary/bowel problems, bleeding, several infection, mrsa, dm, elevated bp, and hospitalization for infections. It was reported that patient underwent several mesh revisions in 2005 and 2006. It was reported that patient underwent 2 partial mesh removals in 2007 and 2008 and had it replaced by an unknown mesh in 2007 due to mesh deterioration. It was reported that patient underwent colon surgery and an additional mesh removal in the rectal area in 2009 due to rectal pain. It was reported that patient underwent additional mesh revisions in (B)(6) 2011 and 08/2011. It was reported that patient underwent another mesh removal in (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/03/2016. Additional information: other relevant history.